Manufacturer narrative:
(B)(4). Implant date occurred between (B)(6) 2020. Concomitant medical products: unknown femoral component, catalog#: ni, lot#: ni; unknown tibial tray, catalog#: ni, lot#: ni. Report source: foreign: germany. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-02611; 0001822565-2022-02613. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee arthroplasty. Subsequently, for two years post-implantation, the patient has experienced pain and limited mobility of the implanted joint. The patient has consulted with surgeons but has not undergone treatment or reached resolution of the issue. It was reported that no further information is available regarding this event and the final patient outcome remains unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided.device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.